Event description:
The rptr stated that he did back to back blood glucose tests, within 10 minutes; he could not remember if he used different fingersticks. The results were 84 and 104 mg/dl. He did not have any symptoms. Due to unavailability of control solution, a control test was not done.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8